Event description:
During robot assisted nephrectomy, surgeon attempted to staple a vessel. It was loaded with a white reload and positioned to staple, would not engage or fire. Repositioned and attempted a few times without success. Another 45 stapler was opened, loaded, and worked to staple the vessel. No harm to patient.